Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for eval and the outer catheter was noted to have signs of stretching throughout. The stent graft was partially deployed and protruded approximately 6mm from the tip of the outer sheath. Dried blood was present between stent graft and outer catheter. An attempt was made to deploy the stent graft, however, due to the dried blood in the device the partially deployed stent graft could not be removed from the system. The investigation is confirmed for partial deployment. Per the reported event details, the physician did not use a sheath. The IFU states under "materials required for device placement" that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined.

Event description:
It was reported that during deployment of an endovascular stent graft in a-v fistula, the stent graft partially deployed. Another vascular stent graft was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.